Event description:
Additional information was received that the lv lead was explanted approximately six weeks later due to the lv loss of capture and fracture. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that the complete lead was returned with dried blood and body fluid throughout the entire lumen. Visual inspection revealed that the polyurethane was bent at 395 and 417 mm and was puckered at 403 to 413 mm from the terminal pin. Further inspection revealed that the conductor coils were deformed at 330 mm and fractured at 395 mm from the terminal pin. It was noted that the fracture is near the suture sleeve tie down site. Analysis confirmed the field allegation of a fracture.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited high out of range pacing impedance measurements and loss of capture. The field representative noted that a chest x-ray had been taken seven days earlier that revealed a lead fracture. The patient advocate stated that the patient hasn't been feeling well and feels uncomfortable when she lies down. The field representative made programming changes to that would limit the device to rv-only pacing. Further action is unknown at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.